Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, trunk cable connector was damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (unable to insert belt connector) has been confirmed. Upon investigation the monitor was unable to insert into an electrode belt. The monitor's belt plug was stuck to belt receptacle causing faults. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt was damaged and couldn't insert into a monitor.